Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and was unable to charge after plugging the pump into a wall outlet, leading to a pump shutdown. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. There was no adverse impact to customer's blood glucose level.